Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure completed with no reported injury, an exposed steel cable was identified on the tip-up fenestrated grasper instrument during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. Additional observation not reported were various scratch marks on the main tube. The scratch marks were .038¿ - .215¿ in length and were not aligned with the tube axis. The root cause is typically attributed to the mishandling / misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tip-up fenestrated grasper instrument (pn# 470347-09 lot# n10170613-0132) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 15 minutes. The alleged event occurred on the 7th use of the instrument with 3 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.